Event description:
Epidural catheter placed by usual method and secured in pt. Proceeded to test catheter with test dose and reporter was unable to inject. The catheter and pt were moved and manipulated without result. The epidural catheter was removed and replaced with a live catheter. The first epidural catheter was checked and upon injection there was determined to be no holes in the catheter. The defective catheter resulted in placing another epidural catheter and exposing the pt to undo risks.